Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17764.

Event description:
Philips received a complaint by the customer on the v60 indicating that screen is dark even with level turned to 5. The system was not in clinical use; there was no reported harm to patient/user. The remote service engineer (rse) provided parts ID for the liquid crystal display and user interface assembly to repair the device. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.